Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, after which the same malfunction code did not recur. The customer was informed to continue using the pump and to call back if any malfunction code reappeared, and the caller confirmed understanding of the instructions.